Event description:
The report rec'd from the study indicated that approx seventy-three and one-half mos after the index procedure, the pt had unstable angina and was admitted to another hosp. The pt was found to have an 80% peri-stent restenosis of a previously implanted cypher 3.0 x 18 mm stent. The stent was implanted in the proximal left anterior descending (lad) target lesion. The restenosis was treated by implantation of a promus stent. The pt had a good result by angiography/timi 3 flow was obtained and was discharged two days after the re-intervention. The adverse event/restenosis was reported to be unrelated to the study device/procedure. The event outcome was resolved.

Manufacturer narrative:
The target lesion for the index procedure was the proximal lad the lesion was reported to be 2.8 mm vessel diameter, and 85% stenosis, 16 mm length, and not calcified/tortuous. The lesion was pre-dilated with a 2.5 mm balloon at 8 atms reducing the stenosis to 60%. A cypher 3.0 x 18 mm stent was implanted at 18 atms. The stent was not post dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Please note that device is distributed outside the united states, however, it is similar to the united states prod. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.